Event description:
During routine product inspection by the distribution some white finger prints were found in the internal side on the internal sterile blister. There was no pt injury since the product never reached the hosp.